Manufacturer narrative:
(B)(4)

Event description:
It was reported that the health care provider was getting 'pump stopped due to a safety count command'. The patient was having a 'spinal procedure' when this occurred. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).